Event description:
Left pigtail placed at bedside using wayne pneumothorax kits lot# 14530164. Wire frayed and unable to be removed through the pigtail. Pigtail and wire were removed in its entirety from kit. New kit obtained. Reported to manufacturer.